Event description:
Revision surgery due to breakage of a ceramic insert after approximately 6 years in situ was reported in a case in another country. Additional details are not available at this time.